Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon device was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped while inflating. There were no patient complications have been reported due to this event.